Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to: dissection, perforation, or ruptures of the aortic vessel and surrounding vasculature. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, the patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder®aaa endoprostheses. After placement of the trunk ipsilateral leg endoprosthesis below the renal arteries, the proximal graft/neck was molding by using a gore® molding & occlusion balloon catheter (mob). After balloon touch-up of the proximal side by the mob, it was also used for touch-up the junction site. During the touch-up of the junction site, the balloon ruptured, so that the second mob was used for touch-up the proximal graft/neck again and the procedure was completed. At one-week postoperative CT examination (date unknown), a type b aortic dissection was confirmed. The aortic dissection was observed from just above the renal artery to the descending/ aortic arch. No treatment was performed. The patient already discharged. The physician mentioned that the aortic dissection may have formed during balloon touch-up on the proximal neck during the procedure. Reportedly that it should have done more carefully since this was a case of elderly female patient with vessel calcification.